Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2020-08573. All information can be found under manufacturer report number 1416980-2020-08573. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Medwatch report number: mw5098587. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from central port. This was discovered during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.